Manufacturer narrative:
On 10/23/2018, the mentor failure analysis lab received the device for evaluation. The device evaluation was completed on 10/31/2018. Summary: the device was received at mentor without fluid. White material was observed within the device and on the shell surface. During visual examination, mentor product analysis lab observed the device appears intact. Leak testing was performed in accordance with mentor procedures and revealed no leakage sites. No anomalies were found. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. The complaint of deflation was not confirmed since no anomalies were found on the reported device. At this point it is not possible to determine the origin of the white material observed. The device history record (DHR) of lot number 5832383 was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. All the implants are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed on 9/29/2018, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: right mentor smooth round moderate profile 475cc saline prosthesis, catalog: 3501680 serial number: (B)(4), lot: 5683404. (B)(4).

Event description:
It was reported that a (B)(6) year-old hispanic female patient underwent breast augmentation revision with mentor smooth round moderate profile 475cc saline prostheses. Deflation on the left breast prosthesis was diagnosed post procedure through a clinical examination by patient¿s physician. As a result, the patient underwent bilateral removal and replacement with mentor memorygel breast implant 500cc gel prostheses on (B)(6) 2018; catalog # 3505004bc. The patient¿s last known condition was fully recovered.